Event description:
As reported by legal, approximately 1.5 years post op the left initial tka, this 57 y/o female patient was revised. There was no gross looseness of either component. The polyethylene showed evidence of mild wear. Revised to exactech devices. Patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): serial #: (B)(4), category #: 02-020-14-0220 - truliant cr por fem cr por left sz 2, serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 02-022-55-2020 - truliant por tib tray size 2f/2t, serial #: (B)(4), category #: 521-78-23 - threaded pin size 2.3 collared 2pk.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.